Event description:
It was reported in a research article of a 3 year follow up for the piccoleto ii study, which was a comparison of the short and long term performance of the drug coated balloon (dcb) with an everolimus-eluting stent (xience stent) that involved treating patients with small coronary vessel disease. At the 3-year clinical follow up it was noted that cardiac death, myocardial infarction, target lesion revascularization, vessel thrombosis, occlusion had occurred for the drug eluting stent group (xience stent). It was noted vessel thrombosis only occurred in the des group and not in the dcb group. The trail revealed a higher risk of major adverse cardiac events in patients that were treated with current generation des compared with new generation dcb. Specific patient information is documented as unknown. Details are listed in the attached article, titled "long-term outcome of drug-coated balloon vs drug-eluting stent for small coronary vessels piccoleto-ii 3-year follow-up".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary arteries. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: date of death estimated to (B)(6) 2018. B3: date of event estimated to (B)(6) 2018. D4: the UDI is not known as the part and lot number were not provided. D6a: date of implant estimated to (B)(6) 2015. Attachment: article title: "long-term outcome of drug-coated balloon vs drug-eluting stent for small coronary vessels piccoleto-ii 3-year follow-up". The additional patient effects reported in the article is captured under separate medwatch report.